Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Software analysis determined that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The site determined they did not want a system checkout performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate by 6mm. The surgeon traced twice, but each time he was getting red points around the nose and the temple regions, the representative noticed the surgeon was lifting up at those points. The surgeon proceeded with inaccuracy for the case. A photo of the registration was reviewed and there were several red and yellow dots, that was where the surgeon was lifting his hand. It was recommended following tracing protocol, ensuring contact was made throughout the entire trace, venturing deeper into the forehead closer to ears and hairline. There was a delay of less than 1 hour. There was no impact on patient outcome.